Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's abscess. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported she went to an urgent care for an abscess. The abscess was the size of her thumb, mostly very hard but also very soft at the center/top, red, raised, and very itchy with pus. The patient was prescribed an antibiotic. The pod was worn 6 hours past its expiration.